Manufacturer narrative:
Product available to stryker; device evaluated by mfg. An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was not confirmed. Device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot referenced. The exact cause of the event could not be determined as insufficient information was provided. Further information such as product return is required to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no device was received by stryker. If the device becomes available this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Impaction bolt stuck in cup. The surgeon was not able to remove the bolt from the cup as it gets cold welded. To resolve the situation, the surgeon put in a different cup in a larger size.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Impaction bolt stuck in cup. The surgeon was not able to remove the bolt from the cup as it gets cold welded. To resolve the situation, the surgeon put in a different cup in a larger size.